Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: previously submitted MDR stated the frequency on (B)(6) 2009 (11:57:49 pm),to be 30 hz; however, the actual value is 20 hz. This report is being submitted to correct this information.

Event description:
During a program history review on (B)(6) 2012 for a battery life calculation, it was reported that a system diagnostic occurred on (B)(6) 2009 that resulted in a change in settings. No final interrogation was performed and the patient left the clinical visit at non-efficacious settings. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
Analysis of programming history.